Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and no patient symptoms were reported. The patient would be monitored.

Event description:
New information reported stated that on (B)(6) 2016 the implantable cardiac monitor continued to exhibit undersensing. A dry pocket was suspected and would be discussed with the physician. The patient did not experience any symptoms.